Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the seal was not working on the trocar. Case was completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. D4: batch # a9cg9z. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that b15lt device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements.the event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.